Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a failure to power on the mobile power unit(B)(6) was confirmed. The returned mobile power unit was functionally tested and evaluated by the technical service personnel. The issue was isolated to the mobile power unit's power supply pcba. Customer was provided with a purchase order to repair the unit and complete service but did not respond to multiple requests. Unit is going to be returned to the customer unrepaired and labeled "not for human use". The device history records were reviewed and the records revealed that the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Mobile power unit, (B)(6), was shipped to the customer on 11oct2017. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) section 3 ¿powering the system¿ explain how to use all system controller power sources, including the mpu. This section states ¿if there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while transferring to battery power. Do not rely on the system controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. This section informs the user of the proper actions to take if the green power on light does not illuminate when the mpu is plugged in. Heartmate iii patient handbook section 6 ¿caring for the equipment¿ and heartmate iii IFU section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate iii patient handbook section 10 ¿safety checklists¿ and heartmate iii IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate iii left ventricular assist device, including the mpu. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a failure to power on the mobile power unit could not be confirmed as the unit was not returned for repair. As the device is not available for analysis; the root cause of the event was unable to be determined. Multiple attempts were made to obtain the information from the customer regarding the device returned status. The customer service (india) responded that the mobile power unit (B)(6) will not be return due to open rtso¿s. To date, the mobile power unit associated with the event is unavailable for an analysis, and the complaint file will be closed with no further actions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced no external power while on the mpu. The patient was recommended to use only batteries and the mpu would be returned for evaluation. No further information was provided.